Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 gas module and o2 sensor were found faulty and had to be replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were discarded by the customer and the logs from the ventilator confirm that the ventilator failed pre-use check on the given event date. Therefore further investigation was not possible and the root cause for the defective o2 gas module could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and o2 sensor test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).